Event description:
It was reported that the foley catheter fell out two days after the placement.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used three-way temp sensing silicone foley catheter with inlet tubing. Visual inspection of the sample noted the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and was allowed to rest with no observed leaks. The balloon rested for 30 minutes without leaks and passively deflated in 2 minute and 25 seconds with no issues or cuffing. The balloon was dissected to find the inflation notch was completely perforated. The reported failure could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review is not required as the reported event is unconfirmed a labeling review is not required. Corrections: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the foley catheter fell out two days after the placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.